Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-28 alarm was not identified during the sample analysis nor in the alarm log review. The reported issue was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-28 alarm (four air sensor outputs (norm and min) cannot be selected). This issues was identified before use of the device. There was no patient involvement. No additional information is available.